Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound dehiscence. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast reconstruction and mastectomy with 380cc mentor memorygel breast implants experienced red breasts (possible rashes) and bilateral wound dehiscence post procedure. As a result, bilateral prosthesis replacement with unknown smooth 235cc mentor memorygel implants was performed on (B)(6) 2019. This report relates to the right prosthesis. See 1645337-2019-19927 for contralateral prosthesis report. This event is the first of two events reported directly to the FDA by the patient under mw5088570. The manufacturer¿s reference number for the other event is (B)(4).